Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the manufacturer representative (rep) reported that a patient's battery was changed in (B)(6) 2019. The patient was extremely thin and sadly the implantable neurostimulator (ins) started to protrude through the skin. They were put on antibiotics however it did not work and the device was explanted. It was reported that it was not clear if there was an infection but the healthcare professional was treating as if they had an infection. It was believed that a new implant would be implanted in the future. The event was resolved. It was reported that the ins was depleted in 2019 and therefore replaced.